Event description:
It was reported that the surgeon inserted the icm115v4 11.5mm implantable collamer lens on (B)(6) 2005 and the lens was removed on (B)(6) 2013 due to low vault. The lens was exchanged for a smaller length and this resolved the problem. The status of the eye endothelial folds, midriasis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation method: lens work order & medical review. Results: visual inspection of the returned product showed the lens was received dry and no visible damage was observed. The dimensional inspection performed concluded the lens was within original specifications. A lens work order search performed showed one similar complaint related to the same work order. According to the medical director, endothelial folds and mydriasis reported were only 1 day after removal and exchange so these are no adverse events but most likely transient and expected signs after intraocular surgery (these signs could disappear in 2-7 days with standard ost operative medical treatment). According to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). If rotation: several factors may contribute to rotation of an icl (i.e. Patient's anatomical structure, a short lens, haptic position, ect.). (B)(4).